Manufacturer narrative:
(B)(4). Instrument (a) was returned non-functional due to a non-conforming staple stack. In addition, one staple was found jammed in the cartridge nose. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the staple wall was noted to be damaged, not allowing the staples to feed as intended. While no conclusion could be reached as to how the staple wall became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Instrument (b) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple.

Event description:
It was reported that during a c-section procedure, with both devices the staples were not forming. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.